Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead impedance has been increasing over time and that capture could not be confirmed via carelink remote interrogation. The lead remains in use. No patient complications have been reported as a result of this event.